Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025 and (B)(6) 2025. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient was experiencing extreme lethargy, vomiting, frequent urination, and rapid breathing. The patient¿s cgm was providing values within the patient¿s ¿normal range¿ (no specific value was provided). No bg meter comparison value was reported. The patient was wearing a tandem insulin pump. The patient went to a scheduled doctor¿s appointment the following day on (B)(6) 2025 where blood work was done. After the patient had returned home from the appointment, the patient¿s doctor called her and told the patient her bg level was over 600 mg/dl while her cgm was reading 180 mg/dl. The patient¿s doctor told the patient to go to the emergency room (ER). At the ER, the patient¿s bg level was 592 mg/dl while the patient was reading around 182 mg/dl. The patient was diagnosed with dka and treated with IV fluids and an IV insulin drip. The patient was admitted to the ICU for three days and then transferred to a regular hospital room for two days before being discharged. At discharge, the patient¿s bg level was 106 mg/dl. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.